Manufacturer narrative:
A philips field service engineer (fse) went to the customer's site and confirmed the external speaker does not produce sound. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the slave monitor does not make noise. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips field service engineer (fse) went to the customer's site and confirmed the external speaker does not produce sound. The speaker was replaced.